Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the e-stop button failing. The component likely wore down after multiple years of use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the laser had an error 10. There were no reports of patient harm.